Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
During a follow up on (B)(6) 2017 the biotronik representative found that both the ra and rv leads had flipped to unipolar from bipolar. All values including pacing impedances appear normal and no issues can be recreated with postural testing. Both leads were returned to bipolar configuration. Leads and device will be monitored. On (B)(6) 2017 - both leads flipped from bipolar to unipolar again.